Manufacturer narrative:
'The current UK perspective of breast surgeons on breast implant-associated anaplastic large cell lymphoma (bia-alcl)'; serena martin, michael mcbride, khalid khan st4 plastic surgery, royal victoria hospital, ward 2e, grosvenor road, belfast bt1 26ba, northern ireland. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Through journal article ¿the current UK perspective of breast surgeons on breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿ it was reported that ¿twelve of the 72 consultants (17%) had a patient who was diagnosed with alcl in their practice¿ and ¿there are two distinct pathological entities. The most common presentation is a late peri-prosthetic seroma, and the second pathological type is a more aggressive infiltrating mass lesion, which thankfully is the less common of the two types.¿ histopathological markers c30+ and alk- were not reported.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Upon further review, the patient code was corrected to reflect the information received.

Event description:
Through journal article ¿the current (B)(6) perspective of breast surgeons on breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿ it was reported that ¿twelve of the 72 consultants (17%) had a patient who was diagnosed with alcl in their practice¿ and ¿there are two distinct pathological entities. The most common presentation is a late peri-prosthetic seroma, and the second pathological type is a more aggressive infiltrating mass lesion, which thankfully is the less common of the two types.¿